Event description:
On may 2000, a nellcor puritan bennett failure investigation tech verified the customer complaint of high readings. While investigating the npb40 pulse oximeter, discovered that this unit was displaying oxygen saturation readings that were in excess of 10 points high. Initial info rec'd verified no pt harm or change in therapy.